Manufacturer narrative:
The pump passed, the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, change sensor alert, or calibration not accepted alert noted. The following were noted, during visual inspection: minor scratched display window, scratched case, broken belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump was with depleted duracell alkaline battery installed. No damage noted, on the original battery cap. Please see below for the first 10 boluses listed on the event date (B)(6) 2024, in the pump history file. 09/15/2024, 00:04:07.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/15/2024, 00:09:07.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). 09/15/2024, 00:14:05.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 09/15/2024, 00:21:03.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). 09/15/2024, 00:26:03.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), norma lbolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). 09/15/2024, 00:31:03.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). 09/15/2024, 00:34:05.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 09/15/2024, 00:39:05.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 500 (0.05 u), bolus amount delivered: 500 (0.05 u). 09/15/2024, 01:04:07.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1000 (0.1 u), bolus amount delivered: 1000 (0.1 u). 09/15/2024, 01:09:09.000, normal bolus delivered (220): bolus programming method: cl1 microbolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). Unable to verify, customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2024, listed on smartsolve, due to insufficient data in the trace/history files. There were no autosuspend alarm or usersuspended alarm noted, in the pump history file. Please see below for the pump error(s) alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. 09/04/2024, 20:16:14.000, alarm alert notification (40): fault number: sensor error alert (801). 09/09/2024, 14:07:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 09/09/2024, 14:24:00.000, alarm alert notification (40): fault number: lost sensor 2 alert (781). 09/09/2024, 17:22:15.000, alarm alert notification (40): fault number: sensor error alert (801). 09/09/2024, 21:23:53.000, alarm alert notification (40): fault number: sensor error alert (801). 09/09/2024, 21:33:00.000, alarm alert notification (40): fault number: sensor error alert (801). 09/09/2024, 23:23:54.000, alarm alert notification (40): fault number: sensor error alert (801). 09/09/2024, 23:33:00.000, alarm alert notification (40): fault number: sensor error alert (801). 09/10/2024, 01:28:54.000, alarm alert notification (40): fault number: sensor error alert (801). 09/10/2024, 01:38:00.000, alarm alert notification (40): fault number: sensor error alert (801). 09/15/2024, 03:54:08.000, alarm alert notification (40): fault number: sensor error alert (801). 09/15/2024, 04:04:00.000, alarm alert notification (40): fault number: sensor error alert (801). 09/15/2024, 11:31:10.000, alarm alert notification (40): fault number: sensor error alert (801). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration. The pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert (801), not confirmed. Lost sensor 1 alert (780), not confirmed. Please see below pertaining to svn (B)(6) and event date (B)(6) 2024. The pump properly paired to minimed mobile app on a samsung galaxy s21. And the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No com pump to mobile was not confirmed. Please see below for the pump error(s)/alarm(s) noted, 2 days prior to the event date (B)(6) 2024, in the pump history file. 09/15/2024, 03:54:08.000, alarm alert notification (40): fault number: sensor error alert (801). 09/15/2024, 04:04:00.000, alarm alert notification (40): fault number: sensor error alert (801). 09/15/2024, 11:31:10.000, alarm alert notification (40): fault number: sensor error alert (801). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration. The pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Sensor error alert (801), not confirmed. The pump passed, the functional testing. Unable to confirm, alleged low bgs. Change sensor alert not confirmed. No current code/category not confirmed. (Calibration not accepted, alert not confirmed). No com pump to mobile not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and visited emergency room. The customer also reported sensor updating alert and blood glucose value of 38 mg/dl at the time of incident. The customer reported hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-1884, mmt-397a, mmt-332a. Troubleshooting was performed for hypoglycemic event, customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.